Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a ruptured device, dissolved implant shell and perifocal siliconoma in lymphnodes up to the axilla.

Event description:
Physician reported a ruptured device, dissolved implant shell and perifocal siliconoma in lymphnodes up to the axilla. The device was explanted, removed capsule and lymphnodes. Left side.